Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. It was reported the patient flushes easily with brisk blood return and there was leakage. Per reporter volume was 582.5, stop volume 15.6, measured volume 59 and the calculated under infusion was 7.7 percent. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).